Manufacturer narrative:
(B)(4). The cassette is not available for evaluation. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during the initial drain. During troubleshooting, it was found that the patient line extension was not properly primed. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp stated that they will complete therapy with new supplies. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.